Event description:
The rondo 3 audio processor was received at service _ repair. Preliminary inspection revealed broken housing and leaking battery. Per repair request form, the housing broke after a fall to the ground and the user tried to glue it together, but it did not work anymore.

Manufacturer narrative:
Conclusion: according to the information received, the user reported that the housing broke after it fell on the ground and the user glued it back together. During the repair process of a rondo 3 audio processor, a leaking battery was detected likely caused by the reported mechanical impact. There has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 3 audio processor was received at service _ repair. Preliminary inspection revealed broken housing and leaking battery.